Event description:
A pt reported experiencing inaccurate erratic results with a surestep enhanced meter. The pt's blood glucose result were 31mg/dl, 78mg/dl, 98mg/dl. Tests were done within 10 minutes with a difference of 40mg/dl. Pt did not experience any adverse events. No further info has been reported. Note: pt using expired control solutions.